Manufacturer narrative:
A revision procedure was performed and the system was removed from service and replaced. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
A boston scientific technical services consultant documented the reported clinical observations and requested the caller contact us with outcome to the issues. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited pacing impedance measurements greater than 3000 ohms and no capture on the right ventricular (rv) channel due to a suspected lead fracture. A revision procedure will most likely occur in the near future. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received stating that a lead fracture was visualized at the revision procedure. The lead has been returned and is being evaluated in our post market quality assurance laboratory. This product issue will be updated when analysis is complete.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the two returned lead segments was performed. Visual inspection noted the lead had been severed 193mm from the terminal pin and a portion of the lead, a mid-body segment was missing. Resistance testing was performed which confirmed the electrical continuity of the returned lead segments. Laboratory analysis could not confirm the reported clinical observations as a portion of the lead was not returned for testing. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--